Event description:
Ihealth rapid covid test lot #221co20130 is faulty. I have had two incidents with these tests purchased from (B)(4). Both incidents were a false positive on the rapid tests followed by multiple rapid and pcr tests confirming the people were negative for covid. The only article I could find online is this alert from columbia, south carolina. See https://scdhec.gov/ news-releases/residents-urged-d iscard-faulty-ihealth-covid-19-rapid-antigen-home- test-kits if this product is known to be faulty, has the FDA recalled it? Why is this information not available? Why were consumers not alerted? These false positive test results led to one person missing two weeks of work unpaid due to isolation requirements, and I had to cancel an event that I had been planning for months. I also had to spend additional money on multiple rapid and pcr tests to confirm the negative results, and of course the mental suffering of worrying that we might have had covid and could have risked infecting our friends, family and co-workers. Please make the recall of these tests public and publish an announcement. These tests are listed as having updated expiry of 1/23/2023.